Event description:
During an in clinic follow up, episodes of ventricular tachycardia (vt) were observed, upon further investigation, the episodes were atrial fibrillation resulting in a high heart rate. Atp was delivered however, did not break the arrhythmia. A shock was delivered to terminated the arrhythmia. It was suspected this was due to the programmed settings. Reprogramming was performed to resolve the event. The patient was stable.